Manufacturer narrative:
(B)(4). On an unreported date during hospitalization, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with peritoneal dialysis therapy. The bacterial peritonitis was manifested by fever for four days, diarrhea, and cloudy effluent. The patient had been previously hospitalized when the bacterial peritonitis diagnosis was made. The cause of the bacterial peritonitis was reported to be due to "cold", but as this was unable to be verified by a health care professional, the cause of the bacterial peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the bacterial peritonitis. After a total of twenty-five days of hospitalization and four days prior to the initial receipt of this report, the patient was discharged. Dianeal therapy was ongoing. The patient recovered from the bacterial peritonitis. No additional information is available.